Event description:
On (B)(6) 2018, a 25mm amplatzer pfo was selected for use. During device prep, the 25mm pfo deployed deformed, but the physician believed the device would deploy correctly once within the patient. During deployment, deformation occurred once again, so the device was removed and checked again for shape, but was also deformed. A new pfo device (unknown model) was successfully implanted. The patient remained hemodynamically stable throughout the procedure and is reported stable.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2018, a 25mm amplatzer pfo was selected for use. During device prep, the 25mm pfo deployed deformed, but the physician believed the device would deploy correctly once within the patient. During deployment, deformation occurred once again, so the device was removed and checked again for shape, but was also deformed. A new 25mm pfo device was successfully implanted. The patient remained hemodynamically stable throughout the procedure and is reported stable.